Manufacturer narrative:
(B)(4). Batch n92y7h. The device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. Due to the condition of the device we were unable to investigate further the hemostasis issues reported. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a tah/bso/vaginal cuff closure/cystectomy procedure, after having been used for the majority of the procedure, the device became stuck on the uterine pedicle. The surgeon was unable to open the jaws of the device and pulled it off of the patient's tissue. It was unknown if the customer required a second device to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information received: the surgeon used bipolar cautery to cauterize the bleeding site. Total estimated blood loss for the entire procedure was 100 ml. No damage to the tissue was mentioned in the dictation. A new enseal was not brought onto the field.